Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This issue was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.